Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to noise oversensing. The device was programmed to primary sensing vector and the secondary and alternate vectors show noise during provocative maneuvers. The patient was hospitalized as a result. Technical services (ts) reviewed the device data and the x-ray that were provided and discussed there is no obvious lead impairment. It was recommended to program the device to secondary vector with close monitoring of the patient. The s-ICD system remains in service. No additional adverse patient effects were reported.